Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. There are several potential etiologies for ventricular perforation during a tvr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest patient factors (small left ventricular size) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our german affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve a perforation of the left ventricle occurred in the circumflex (cx) area on the lateral wall, caused by the guidewire while the 23mm commander delivery system (ds) was inside the patient. There were no reported difficulties advancing or withdrawing the ds through the patient's anatomy. As a result of the ventricular perforation, acute tamponade developed, requiring immediate unloading initiation of cardiopulmonary bypass and surgical repair of ventricular rupture. The patient left the operating room in stable condition; however, they died later that night. The perceived root cause of this event was the patient's small left ventricular size, resulting in excessive pressure exerted by the guidewire on the ventricular wall.